Event description:
The reporter states during use, the guide pin broke where the thread meets the shaft. The piece was removed from the pt. There has been no adverse consequence or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest the nail meets material specifications. No material fault could be detected. The evaluation results suggest the nail broke due to material fatigue as a result of excessive stresses that were subjected to the nail during the implantation period.